Event description:
It was reported that impedance decreased to 202 ohms; threshold increased to 3.5 v. The device was removed from service. No patient complications have been reported as a result of this event.